Event description:
It was reported by service report that the gatch litter weldment dislocated from thigh section weldment preventing safe use of the litter surface. There were exposed sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Thigh section weldment, gatch litter weldment.